Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm (alarm 7) occurred. Although, tandem technical support assisted the customer with clearing the alarm., the customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 250-280 mg/dl.